Manufacturer narrative:
The device was returned for evaluation. The position of the cam when valve was received was at setting 1. The valve was visually inspected, no defects noted. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak tested; no leaks noted. The valve was reflux tested and passed. The siphon guard was tested and passed. The siphon guard was removed. The valve was then pressure tested and passed the test. A review of manufacturing records could not be performed, as no lot number was provided. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the certas in-line with sg catheter was occluded after implant and was revised. The valve was implanted to the patient, date of implant and initial setting are unknown. At the outpatient department, the pressure setting was at 5 at first, and it was lowered gradually. Then the pressure setting was set at 1 finally, but the patient condition did not improve. Revision surgery was performed. The surgeon suspected that the valve or the abdominal catheter were obstructed. The surgeon requested that investigation of the proximal part at 20cm from the valve especially. No further information was provided by hospital. The product will not be returned to your site.